Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 6 most distal stent strut rows were undamaged and crimped in position; the remainder of stent was damaged. The stent is bunched in the center and the proximal end has moved distally on the balloon. The crimped stent outer diameter (od) of the undamaged distal stent was measured which is within the maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion profile found no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, upon removing the device, it was noted that the stent struts were deformed. The procedure was completed with another 2.50 x 38mm synergy stent. No patient complications were reported and the patient's status was stable.